Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The blood glucose reading was over 500 mg/dl. The customer complained of vomitting. She was stabilized at the hospital and released. Confirmed that she was wearing the device at the time of hospitalization. The customer also noted that the insulin pump read low battery, and when she had attempted to replace the batteries, the battery cap broke. She stated that, because of this, she was unable to troubleshoot. She agreed to call back if she felt the need to troubleshoot. Nothing further reported.